Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised the caller that the customer should revert to back up plan. The customer's blood glucose reading was 181mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.